Event description:
Patient reported that she could not get the device to go into the prime mode. Patient indicated that the device did not give a cartridge low warning (10) but did give an 01 (empty cartridge) alarm. Pateint did not report any physiological effects.